Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) spoke with the customer who reported that the equipment had not been turned on in a long time and the control room desk needed to be moved to different spot. Onsite assistance was requested. A philips field service engineer (fse) inspected the system on-site and assisted with moving the control room desk location and reconnecting the system cables. After this was done, the system was functioning properly. No faults or abnormalities with the system were detected. The fse determined that the system was functioning as intended and the system was returned to use in good working order. The codes were updated based on the investigation outcome.